Event description:
The consumer alleges that approximately 5 years ago the paint chipped on the chrome handrim , causing him to get splinters in his finger. No serious injury is alleged. The dealer believes the chair was approximately 10 years old at the time of the alleged incident.

Manufacturer narrative:
The manufacturer of the wheel chair is unknown. The dealer stated this issue occurred 5 years ago when the wheel chair was already 10 years old.